Manufacturer narrative:
The t:slim pump user guide states: "your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was swimming with the pump and received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.